Event description:
Event description cpi received information that this bipolar lead was removed from service due to a fracture. The lead was exhibiting capture and sensing anomalies. A new lead was implanted.